Event description:
Customer complained about having high blood glucose for around a week. Customer stated she has changed her site 3 or 4 times and insulin has been delivering but feels she is not receiving enough. Current blood glucose is 547 mg/dl. Customer had nausea and vomiting. Customer has contacted her doctor and stated she has a backup plan. Customer reported that there was an emergency room visit. Blood glucose at the time of the admission was 412 mg/dl. Customer has itchiness and trouble breathing and though had an allergic reaction but was experiencing hyperglycemia and hives. Customer treated with fluids, manual insulin injection, epinephrine and benadryl. She was wearing the insulin pump at the time of the incident. Customer also mentioned that she had three other hospitalizations after this. The drive support cap appears normal. No air or occlusion found in the tubing. No insulin leaks found and insulin exits at manual prime. Settings are accurate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch reports below regarding other hospitalizations. 07/22/2014 3004209178-2014-99752, 07/24/2014 3004209178-2014-99753, 07/24/2014 3004209178-2014-99755.